Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/21/2024 a beta bionics clinical diabetes specialist (cds) was made aware by a healthcare professional (hcp) that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024 a beta bionics customer care agent followed up with the user's foster dad about the event. On (B)(6)2024, the user was admitted to the hospital in dka after a day of eating and drinking without receiving any insulin. The user had not been wearing their ilet system that day, and their foster dad, who had just started caring for them a month prior, was unable to get to the school quickly enough. Ems transported the user to the hospital, and the user was treated with an insulin drip. Upon admission, high ketones were detected. The user was discharged on (B)(6)2024 and resumed using the ilet system. The user's foster dad was unsure if the user had forgotten to wear the ilet or if another issue led to the missed insulin. The user has a history of adhd.